Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during pulse field ablation (pfa) procedure a farawave 31mm catheter was selected for use, while in left atrium (la), the physician put the guidewire out in the vein easily. When he pulled the guidewire back it would not move back. It appeared to be stuck in the vein by the tip of the catheter and wire junction but could not confirm. Eventually the doctor was able to free the guidewire with some maneuvering and replaced the catheter just in case. No tissue was seen at the tip and the wire moved freely after it was taken out of the body. Advancing wire, pulling wire, deploying device in different configurations, twisting wire. No patient complications were reported. Device not expected to be returned.